Manufacturer narrative:
A field service engineer has been on site and started the investigation. A pressure transducer printed circuit board was replaced. The replaced part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
Investigation of the returned expiratory pressure transducer printed circuit board (pcb) has been completed. During tests in a reference ventilator, performed pre-use check failed in pressure transducer test due to a gain value drift. This drift affected the measured peep (positive and expiratory pressure) during ventilation so that measured peep was higher than set. Device log evaluation showed also that the expiratory pressure transducer have had varying offset drift within allowed limits (+30mv from default) indicating an unstable pressure sensor. The logs also show that the pressure transducer test had been failing since (B)(6) 2014 and the date of event is updated accordingly. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip. Earlier investigation of other pressure transducer pcb has shown that once the dirt was removed, the pressure transducer functioned normally and no offset drift was noticed.

Event description:
(B)(4).